Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled lightly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), tinnitus ("tinnitus"), decreased appetite ("my appetite has been off so not eating much"), fatigue ("tired"), pain ("hurt I all the usual places"), stress ("stress"), polycystic ovaries ("ovarian cysts"), menstrual disorder ("I have not had good cycle over a year but some of the dreaded blood trained discharge about four out of seven days"), tooth fracture ("tooth broke"), toothache ("root canal pain"), lymphadenopathy ("swollen lymph node"), oropharyngeal pain ("sore throat"), thyroid cyst ("cyst"), neck pain ("neck pain"), ear pain ("ear pain"), aphonia ("loss of voice"), headache ("occipital pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy right oophorectomy). At the time of the report, the genital haemorrhage, anxiety, tinnitus, decreased appetite, fatigue, pain, stress, polycystic ovaries, menstrual disorder, tooth fracture, toothache, lymphadenopathy, oropharyngeal pain, thyroid cyst, neck pain, aphonia, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, aphonia, decreased appetite, ear pain, fatigue, genital haemorrhage, headache, lymphadenopathy, menstrual disorder, neck pain, oropharyngeal pain, pain, polycystic ovaries, stress, thyroid cyst, tinnitus, tooth fracture and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event cramping was added. Reporter added. Proceed with 7. On 23-mar-2020: social media: new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled lightly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), tinnitus ("tinnitus"), decreased appetite ("my appetite has been off so not eating much"), fatigue ("tired"), pain ("hurt I all the usual places"), stress ("stress"), polycystic ovaries ("ovarian cysts"), menstrual disorder ("I have not had good cycle over a year but some of the dreaded blood trained discharge about four out of seven days"), tooth fracture ("tooth broke"), toothache ("root canal pain"), lymphadenopathy ("swollen lymph node"), oropharyngeal pain ("sore throat"), thyroid cyst ("cyst"), neck pain ("neck pain"), ear pain ("ear pain"), aphonia ("loss of voice"), headache ("occipital pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy right oophorectomy). At the time of the report, the genital haemorrhage, anxiety, tinnitus, decreased appetite, fatigue, pain, stress, polycystic ovaries, menstrual disorder, tooth fracture, toothache, lymphadenopathy, oropharyngeal pain, thyroid cyst, neck pain, aphonia, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, aphonia, decreased appetite, ear pain, fatigue, genital haemorrhage, headache, lymphadenopathy, menstrual disorder, neck pain, oropharyngeal pain, pain, polycystic ovaries, stress, thyroid cyst, tinnitus, tooth fracture and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon receiving follow-up information via email, it was confirmed that case (B)(4) is a duplicate of case (B)(4). Hence all the information from the case (B)(4) is transferred to case (B)(4) and is marked for deletion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled lightly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), tinnitus ("tinnitus"), decreased appetite ("my appetite has been off so not eating much"), fatigue ("tired"), pain ("hurt I all the usual places"), stress ("stress"), polycystic ovaries ("ovarian cysts"), menstrual disorder ("I have not had good cycle over a year but some of the dreaded blood trained discharge about four out of seven days"), tooth fracture ("tooth broke"), toothache ("root canal pain"), lymphadenopathy ("swollen lymph node"), oropharyngeal pain ("sore throat"), thyroid cyst ("cyst"), neck pain ("neck pain"), ear pain ("ear pain"), aphonia ("loss of voice") and headache ("occipital pain"). The patient was treated with surgery (bilateral salpingectomy right oophorectomy). At the time of the report, the genital haemorrhage, anxiety, tinnitus, decreased appetite, fatigue, pain, stress, polycystic ovaries, menstrual disorder, tooth fracture, toothache, lymphadenopathy, oropharyngeal pain, thyroid cyst, neck pain, aphonia and headache outcome was unknown. The reporter considered anxiety, aphonia, decreased appetite, ear pain, fatigue, genital haemorrhage, headache, lymphadenopathy, menstrual disorder, neck pain, oropharyngeal pain, pain, polycystic ovaries, stress, thyroid cyst, tinnitus, tooth fracture and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:ovarian cysts, bleeding genital, menstrual disorder.,:occipital pain ear pain,neck pain,loss of voice,cyst,sore throat,tooth broke,root canal pain,swollen lymph node. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Fu 3,fu 4 and fu 5 processed together. Event:occipital pain ear pain,neck pain,loss of voice,cyst,sore throat,tooth broke,root canal pain,swollen lymph node were added. On 20-mar-2020: social media received. Reporter's information added. Fu 3,fu 4 and fu 5 processed together. On 20-mar-2020: social media received. Reporter's information added. Fu 3,fu 4 and fu 5 processed together. Case become incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.